Manufacturer narrative:
D9) device was not returned for evaluation. H6) updated investigation codes in h6 were chosen based on the following investigation summary: no device has been returned so no evaluation of the involved device could be performed. Therefore, a root cause for the reported problem could not be determined. The production lot record for lot number 11224c002 was reviewed. While there units scrapped during the manufacturing process, none were for issues that would be related to the reported problem. Complaint records for the previous year ((B)(6) 2023 - (B)(6) 2024) were reviewed. For the (B)(4) device family, there were (B)(4) other complaints for the leak/deflate code with (B)(4) of those complaints being for (B)(4) specifically. Xeridiem's final (B)(4) complaint report notes that these devices are 100% tested throughout multiple stages of the manufacturing process, including a 100% balloon inflation test for a minimum 10-minute duration prior to accepting the unit for distribution. Additional manufacturing controls include certification of production personnel for manufacturing the device, line clearances, cleanroom maintenance at correct operating parameters, and qc functional device inspection prior to distribution. Xeridiem will continue to monitor complaint trends on the (B)(4) device family.

Event description:
Event description is in original MDR filed on (B)(6) 2024.

Event description:
Balloon failed, was inserted 2 days prior, device fell out of patient. Patient was admitted to emergency room at hospital.

Manufacturer narrative:
A1-a6) no patient information was available for this incident. D4) model number is xeridiem part number; catalog number is part number of exclusive distributor cook medical that appears on the label. H3) device has not yet been evaluated because it has not been received by xeridiem as of this filing. H6) codes chosen based on information provided in the complaint and investigation still being in process.